Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in the gel. (B)(4). The air bubbles in the gel event occurred 28 times. The following information was provided by the initial reporter: he following issues were found in tubes: dirty tube x147 (ink), fm in gel x13, scratch tube x4, dirty shield x3 (embedded) & air bubbles in gel x28 ¿.

Manufacturer narrative:
H.6. Investigation: bd received several samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm on/in gel, scratched tube, defective printing, ink smear and gel air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® sst¿ blood collection tubes had foreign matter in tube; biological and non-biological and air bubbles in the gel. The foreign matter event occurred 167 times. The air bubbles in the gel event occurred 28 times. The following information was provided by the initial reporter: he following issues were found in tubes: dirty tube x147 (ink), fm in gel x13, scratch tube x4, dirty shield x3 (embedded), air bubbles in gel x28 .¿